Event description:
Per the clinic, the patient experienced pain and skin irritation at the implant site due to MRI procedure of pelvis (not device related) on (B)(6) 2024. Subsequently, the device was explanted on (B)(6) 2025, and the patient was re-implanted with another cochlear device during the same surgery.